Manufacturer narrative:
The date of event onset was reported incorrectly in the initial medwatch report. This is one of two device reports for this event. Associated MFR report numbers: 1225714-2014-14393 and 1225714-2014-14394.additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2010 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products.